Event description:
The physician was using a pacific plus pta balloon catheter in treatment of a lesion in the sfa. The lesion exhibited 60% stenosis. No abnormality noted during preparation and inspection of the pacific plus prior to use. No resistance noted during delivery of the device to lesion. The device was inflated to nominal pressure for 1 minute. No issue during inflation /deflation and the device was given sufficient time to deflate. No force used /required to withdraw the device. During the final angiogram and upon removal of the device it was noted the balloon had came off of the catheter. Material was left inside patient and tacked up with a stent in the proximal sfa. Angiographic results were good. No further clinical sequelae was reported for the event.

Manufacturer narrative:
Device evaluation: a visual inspection was carried out on the device, the balloon was missing. It tore off at proximal welding, the guide wire lumen beyond it was found stretched and the markers were missing (the proximal and the distal one). The guide wire was stuck inside the device. The guide-wire profile was measured and it is in compliance with the product specification. The device was returned in very bad condition and hardened blood was found inside the device. A tactile inspection was carried out on the device, no kinks or pressure marks were noted on the shaft.

Manufacturer narrative:
Evaluation results: root cause is undetermined; no device returned; no results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: root cause is undetermined; unable to confirm complaint - device or procedural images not provided for review. (B)(4).